Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient reported that her doctor prescribed her an ointment for a skin irritation under the lifevest. The patient indicated that the ointment made the irritation worse, due to an allergic reaction. She reported that she had stopped using the ointment and the irritation had improved, but she now had three abscesses on her right and left sides. The abscesses were described as big, puffy, and red. The patient reported going to the hospital where they lanced, packed, and bandaged the abscesses. The patient removed the lifevest to allow the areas to heal.